Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01087, 3005168196-2018-01088. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached a ruby coil in the target vessel using a lantern. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance and the ruby coil would not advance; therefore, it was removed. The physician then successfully placed another ruby coil in the target vessel using the same lantern. While attempting to advance the last ruby coil, the physician experienced resistance again and the ruby coil would not advance. Therefore, the lantern and ruby coil were removed and the procedure was ended. There was no report of an adverse effect to the patient.